Event description:
The customer reported the system switch stuck and continued to allow uncommanded fluoroscopic x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the console x-ray switch. The system operates as intended. The malfunction may have resulted in a possible accidental radiation occurrence.